Event description:
It was reported that the customer experienced an issue with their pump stopping insulin delivery if used for more than three days, leading to higher blood glucose levels. There was an impact on the customer's blood glucose level as it was higher than expected. The customer was aware of the recommendation not to exceed the three-day usage and did not seek further assistance, resulting in no additional actions being taken by technical support.